Event description:
I was reported customer experienced issues with pump charging in the past, experiencing difficulties when using a direct wall source and relying on a pc for charging. There was no reported adverse impact to the customer's blood glucose level. The issue has currently resolved, and the user was advised to call in if the problem reoccurs.